Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/10/2023, it was reported by a sales representative via phone that (qty. 3) of an ar-1923ds disposable kit for 2.9 mm pushlock was missing the 2.9 drill bit and had an unknown component in the package. The case was completed opening a different kit. This was discovered upon opening the package during a unspecified procedure on (B)(6) 2023 with no patient harm reported.

Manufacturer narrative:
The complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The cause of the reported failure is attribute to internal manufacturing packaging issue. Refer to ncr-23587.